Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue reappeared, to which the customer agreed.